Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a breast biopsy, the healthcare professional opened the device from packaging and allegedly observed foreign material on the tip of the needle. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One opened, partial encor probe was returned for evaluation. The probe was received with the provided sample return kit cardboard tip protector placed on the needle, the tissue tray assembly was not returned. The probe was visually inspected under magnification (20x) and noted fibrous material on the needle. The fibrous material is consistent with that of the provided sample return kit cardboard tip protector. No foreign plastic was noted to the needle or needle tip of the returned probe. Therefore, the investigation is inconclusive for the reported foreign material,based on the returned sample condition (e.g. Received opened with the provided cardboard tip protector on the needle tip). Per the investigation results, the returned probe was received open with the provided sample return kit cardboard tip protector placed on the needle tip. The probe was noted to have fibrous material along the needle tip. The material is consistent with the material of the provided sample return kit tip protector placed on the needle tip during packaging for return. No foreign plastic material was found along the length or within the aperture of the returned probe. Therefore, the definitive root cause for the reported foreign material could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during preparation of a breast biopsy, the healthcare professional opened the device from packaging and allegedly observed foreign material on the tip of the needle. It was further reported that the procedure was completed with another device. There was no patient contact.